Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a cc4204a, +21.0 diopter, intraocular lens was damaged by the doctor. There was patient contact but no patient injury. The backup lens was implanted at the same surgery.

Manufacturer narrative:
(B)(4).